Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Srom revision. Srom revision due to dislocation 5 years after initial surgery. Stem does not seem to have engaged with taper and had come loose. Sleeve well fixed and left in situ. Stem was revised to include a 36 neck option ad poly was exchanged for a 36/52 neutral cup with a 36 head. Patient stable post op. Relevant patient pre-existing conditions/ comorbidities: previous dysplastic hip with pelvic osteotomy. Doi: 5 years ago; dor: (B)(6) 2018 ; unknown hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.